Manufacturer narrative:
(B)(4). The analysis results showed that the reload was received in good visual condition and fully loaded with staples; the washer was uncut, the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test instrument and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(4) 2011: the procedure performed was a low anterior resection/ lar. In lar, dissection and mobilization of the bowel should be performed before the distal resection using contour. During the dissection and mobilization all significant blood vessel should have been ligated already. Thus, no blood vessel of significant size/ volume resected when contour was fired. Also, since the failed firing was noticed right away the surgeon was able to control the bleeding right then. Actually, one of the concern with this failed firing was the possibility of septic contamination of the abdominal cavity from the bowel spillage. Should any spillage happen, the surgeon has to clean the cavity of any contaminants and, perhaps, prescribe additional antibiotics to avoid any complications latter on. In this case, the surgeon did mention about the bowel spillage but not really emphasized it/ not really a big issue for this particular event.

Event description:
It was reported that during a low anterior resection procedure, there were no staples in the cartridge; no staples formed on the proximal or distal end of the rectum. The cartridge was empty. Another device was used to complete the procedure.